Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the pulse generator exhibited bvvi. A device download was unsuccessful, after which telemetry was lost and the device could not be reinterrogated. A surface electrogram revealed an absence of pacing. It was noted that in 2008, the estimated remaining longevity was four months. The pulse generator was explanted and replaced.